Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill ran on its own after the foot switch was released. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill ran on its own after the foot switch was released. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the driveshaft assembly was corroded.